Manufacturer narrative:
B2: other serious - even though there was no reintervention the final mitral regurgitation reduction was impacted by the event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in the mitral position. 7 weeks after the index procedure, there was a single leaflet device attachment (slda) with the first device implanted. The patient had a huge prolapse of the posterior mitral leaflet (pml). To address this, the first pascal device was implanted in anterior-posterior(a3/p3) position with 10-4 orientation. Second device was implanted in anterior-posterior(a2/p2) medial position with 11-5 orientation. The initial mitral regurgitation (mr) grade was severe and it was decreased to mild post-procedure. However, 7 weeks after the intervention, a single leaflet device attachment (slda) was observed on first device, accompanied by a recurrence of severe mr. Patient is stable and despite the severe regurgitation, she does not want a redo. Medical treatment will be administrated from now.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. There is one nonconformance attributed to this work order though they are not related to the complaint event. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided. Available information suggests patient conditions likely contributed to the event. As per information received, the patient had a huge prolapse of the posterior mitral leaflet (pml). The strategy was to implant two devices. Despite regurgitation was reduced from severe to moderate, 7 weeks after intervention, an slda occurred and the regurgitation increased to severe. Since no edwards defect was identified, corrective or preventative actions are not required.